Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025 resulting in high blood glucose. High blood glucose was addressed using correction injection via multiple daily injection. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008515, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-aug-2025 against "final reporting decision equal "reportable malfunction" , "lot number" criteria equal "6008515"and "malfunction code" criteria equal "occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified)" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008515 was manufactured according to the work instruction (wi) version 97 and packaged in the machine multivac 14 on 07-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h00283 was manufactured according to the wi version 62 and manufactured in the machine sc05-sc06, on 05-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.